Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve this issue. The patient will undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.